Event description:
Report from anesthesiologist indicates that a patient undergoing a coronary artery bypass grafting surgery experienced staining of the mouth and lips immediately upon removal of the intraoperative tee probe, which had been disinfected in cidex opa. Subsequently underwent an endoscopy, which showed irritation but no lesions or burns.